Event description:
The customer stated that an alarm occurred during bolus. Instructed the customer to change the set if the alarm recurs. During the call the customer was hospitalized for low bgs. The customer stated that their bd meter read their bg incorrectly. The customer also reported that last week when their pump ran out of insulin the pump did not alarm. Offered to troubleshoot but the customer was unable to perform the testing at the time of call. Instructed the customer to call the help line to troubleshoot the pump.